Event description:
It was found that the ac power module was randomly malfunctioning. There was no patient involvement. The bench engineer evaluated the device and found that the ac-power module was randomly malfunctioning. The philips representative has identified the ac-power module, 453563481151 as a malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing.